Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). A field service engineer (fse) determined that there was dripping in a probe. The seal of the probe was replaced and valves were cleaned. No leaks were found in the pipes. The positioning of the probe was checked. The voltage of the photomultiplier was adjusted and a blank calibration was performed. No clear root cause for the questionable result could be found. Several pre-analytical factors could have also contributed.

Event description:
There was an allegation of a questionable elecsys troponin t hs stat result from the cobas e 411 analyzer (rack system). The initial result was 0.437 ng/ml, and the repeat result was 0.021 ng/ml.